Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material inside the patient. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual analysis identified that the renal coil, both loops and the shaft was detached and torn. The positioner and suture were also returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the loops and is removed using excess force, the stent can get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used in a ureteroscopic lithotripsy procedure. During the procedure, the loop was entangled with the suture thread causing it to break while being untied. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material inside the patient.

Event description:
It was reported that a polaris loop ureteral stent was used in a ureteroscopic lithotripsy procedure. During the procedure, the loop was entangled with the suture thread causing it to break while being untied. The procedure was completed with another of the same device and there were no patient complications reported.